Manufacturer narrative:
Concomitant products: e2dr01aa ipg, implanted: (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead had high impedance and was possibly fractured. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.